Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the touch screen was not responsive. The problem occurred after the central control monitor (ccm) screen calibration was attempted. The fsr recalibrated the ccm touch screen and checked ccm calibrations and operations. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) touch screen was not responsive when attempting to access the perfusion screen or the configuration screen. There was no surgical procedure scheduled.